Manufacturer narrative:
Device not returned.

Event description:
It was reported that the cartridge was leaking from an unspecified location. Reportedly, the cartridge was changed to address the issue. Additionally, it was reported intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose ranged from 120-138 mg/dl.